Manufacturer narrative:
Device investigation: results: there is a break in the catheter 16.6 cm from the distal tip. Close examination of the fracture site shows a smooth surface on the outer material, a clean break of the wire, and stretching of the internal liner layer. There some minor ovalizations approximately 3 cm from the tip. The catheter is non-functional. Conclusion: the clean nature of the break, its location, and the fact that it occurred during removal from the packaging, suggests that this could have been material bond failure. However, without knowing how much tensile force was put on the catheter during removal from the packaging card, it is impossible to determine if the bond failed or if the tensile strength of the bond was exceeded. The DHR for this lot was reviewed and revealed that the tensile strength test results for all tested units exceeded the spec at this bond. This lot was packaged in the original packaging configuration which consisted of a tabbed card holding the catheter in place. The sort of damage seen in this case is typical of failures seen during removal of the catheter from the card. The packaging has since been updated to include a packaging tube and shipping mandrel in order to reduce this type of failure. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The tip of a neuron delivery catheter 053 broke off during the process of opening the package. The physician used a neuron delivery catheter 070 to complete the case.